Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that during airing out of this cadd cassette, the componder noticed liquid outside bladder. There was no patient involvement in the reported event.